Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the procedure, the needle broke when the physician fixed it on the needle holder. The physician was used to work with this device. There was no harm to the patient. An extra surgery time had to be taken.